Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was observed with no capture and undefined impedance due to a possible fracture. A polarity switch also occurred. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
It was also reported that the patient experienced shortness of breath and weakness. No further patient complications have been reported as a result of this event.